Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/18/2014 with the following findings: the display screen was found to be clear, legible, and fully functional; the reported event was not duplicated. However, multiple cs-054 call service alarms, which are potentially indicative of the reported event, were observed in the black box and history data. The pump case was removed, and no internal defects were observed. Unrelated to the reported event, the battery compartment was cracked from below the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.